Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Customer stated that her husband took her to the emergency room because she had a flu and was experiencing high blood glucose between 325 and 350 mg/dl. Customer had dehydration and vomiting. Customer was wearing the insulin pump and she did not receive any alerts or alarms. Customer was treated with insulin drip and zofrin medicine and released after a few hours. Customer doesn't believe there was any issues with the device and declined to troubleshoot. Nothing further reported.